Manufacturer narrative:
Update to coding; h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft was intended to be implanted during the endovascular treatment of a 50mm taa. It was reported that during the index procedure for an anastomotic aneurysm following aortic arch prosthetic graft replacement, delivery of the valiant captivia stent graft to the intended position was attempted. However, the tip was caught in the ascending prostheticgraft and could not be advanced to a position sufficient for proximal landing, so the device was withdrawn and substituted with a non-medtronic product. Per the physician the cause of the event was anatomy related. It was noted that the tip of the valiant captivia was too long and believed to be harder than expected to pass through the prosthetic graft. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis conclusion: the reported difficulty in advancing the device through the surgical graft could not be confirmed based on the single still image provided, therefore, the cause of the event could not be determined. Procedural angiograms documenting attempts to advance the device were not available for a thorough assessment of the event. While the observed aortic tortuosity may have been a contributing factor, this could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.